Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a procedure, after inserting the blade in the bone, the blade did not locked. The surgery was prolonged ten (10) minutes. There was no harm to patient; the patient¿s condition is reported as fine. The problem was resolved by changing the blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient weight is unknown. Additional product code: hwc. Device was not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing site: (B)(4). Manufacturing date: 17october2014. Expiry date: 01october2024. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: our investigation of the complained implant has shown that: the pfna-ii blade we have received back in unlocked condition and there are scratches visible on the implant which indicates contact with the nail during insertion. During a functional test, we found out that the implant is working as intended. The manufacturing records were reviewed the implant was manufactured in october 2014, produced to specification and met all release criteria. We are not able to determine the exact reason for this reported problem, but it is likely that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.